Manufacturer narrative:
A ge service representative performed an on site investigation. The gib (generator interface board) pcb and ffb (fluoro functions board) integrated chips were evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed communication failure error messages. The field engineer noted the errors caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of injury or death.